Event description:
Hcp reported the patient had experienced an increase in spasticity. Had no other withdrawal symptoms. Catheter dye studies and pump rotor studies were done, both of which were normal. The patient was put on oral baclofen and the pump was replaced. The patient is reported to be doing fine now.